Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. According to the IFU cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, per report patient factors (heavily calcified annulus) may have contributed to the balloon burst, which may have caused the withdrawal difficulty through the sheath. The exact cause for the lack of blood flow to the femoral artery post procedure is unknown; however, it was reported that after removal of the system there was no vessel injury. It is possible that the closure device may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During deployment of a 29mm sapien 3 valve in the aortic position, the commander delivery system balloon ruptured. The valve was deployed in good position and no post-dilation was required. During removal of the delivery system through the sheath difficulty was encountered. The physician was ¿pulling hard¿ through the vessel. As per fluoro it appeared that the 16fr esheath was buckling during removal and as reported there was no residual fluid left in the balloon. A decision was made to remove the delivery system with the sheath as a unit. After removal of the system there was no vessel injury noted. The perclose was performed. Post procedure there was no femoral pulse and the patient was brought back for intervention. A stent was placed in the right common femoral artery and the right profunda artery. The patient is stable. The physician was examining the devices after removal. The delivery system and sheath will not be returned for evaluation. No photos are available. Per report, there was no perceived root cause for the balloon rupture; however, the annulus was heavily calcified. As reported, the balloon was inflated with nominal volume. Of note, the esheath was buckling during removal and upon visual examination it appeared that the sheath was split (proximal 2cms) from "pulling hard" during removal of the unit.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.